Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of laparoscopic distal pancreatectomy, when the surgeon clamped the tissue, however, could not fire the device. They replaced the reload and the firing was completed with no problem. No patient injury.